Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 in order to treat stress urinary incontinence concurrently with a sacroabdominal colpopexy, burch procedure, rectocele repair, perineorrhaphy and bilateral salpingo-oophorectomy. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and a mesh was implanted concurrently with bilateral salpingo-oophorectomy and bladder surgery due to pelvic organ and vaginal prolapse, rectocele, cystocele, and stress urinary incontinence. The patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence and recurring staph infections. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.